Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 53 mg/dl at the time of the incident. Customer's current blood glucose was 155 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food and glucose tablet. The customer stated that the symptoms related to low blood glucose such as shaking, sweating, belligerence, weakness. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer will continue use of the device.